Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrointestinal surgery, the needle was released and fall into the patient's cavity when they were taking out the suture into the trocar. An x-ray was done to locate the device and found out it was located close to the arm. Surgical time was extended more than thirty minutes due to the product problem.